Manufacturer narrative:
Eval was not possible, as the prod was not returned. A search of the complaint database did not reveal any other reports against the mfg lot. The investigation could not verify or draw any conclusions about the reported event; however, provided info indicated poor device positioning was a possible contributing factor. No evidence was found suggesting prod error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the prod and/or add'l info be rec'd, the investigation will be re-opened.

Event description:
Pt was revised to address tibial malalignment with loosening.